Event description:
The customer stated the pacer output value will not increase. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation